Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No evaluation has been performed as confirmation has not been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts were returned to the manufacturer for evaluation. Site did not confirm service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, set up was completed and the navigation system and c-arm was prepared to take images. While taking images, the navigation system became unresponsive. The site attempted to reboot the navigation system, but it did not restart and displayed the message, "no signal." Multiple attempts to reboot the system were made and the issue was resolved. The system was used in the procedure without further issue. There was no delay to the procedure and no impact on the patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.